Event description:
A customer reported a problem with their pump, which displayed a malfunction and had a dead battery. There was no reported adverse impact on the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump for insulin therapy.